Event description:
The customer tested her blood glucose using her contour meter and received readings of 169, 64, and 253 mg/dl. She retested using another meter and received readings of 148, 80, and 296 mg/dl. The difference between some of the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.